Event description:
It was reported that damage to lower case, missing rubber gasket on plunger shaft, alarms in a log file.

Manufacturer narrative:
Other, other text: b5: there has been no report of patient involvement and no report of patient injury. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seals and a non-OEM (original equipment manufacturer) battery was identified, bottom case was badly cracked around l-bracket and up the backside, cracked right plunger case. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Customer damage of the device and normal wear (parts are 7 years old) were found during investigation. Replaced bottom case and plunger tube seal. Replaced lead screw, clutch spring and both clutch halves. The cause of the reported problem was traced to user damage of the device and components failure. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records., corrected data: d4: model number: 3500. H6: event problem patient code: 4582. D5: operator of the device: unknown. E4: customer reported to FDA: no information.